Event description:
Customer reported the panorama central station's display had an orange screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative instructed the customer to clear the system's error logs. System was rebooted and returned to normal use.